Event description:
Pt was status post fracture right elbow with silastic implant in 1989. Began having pain right elbow 1/98. Unrelieved by nsaids. Xrays 2/10/98 show degenerative changes of elbow joint with some cystic changes proximal radial neck. Surgical intervention revealed fracture silastic implant.